Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error 1005 had been recorded while device was implanted. Diagnostic data spreadsheet graph showed a cell depletion pattern that is consistent with normal battery depletion. An x-ray of the device revealed an intact plasma fuse. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The "no problem detected" conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this cardiac resynchronization therapy defibrillator (crt-d). The battery longevity projection fell from 6 years to 4.5 remaining after a recent reprogramming of the device to increase pacing threshold values. Boston scientific technical services (ts) reviewed the data and noted that the device requires approximately 30 days of data to accurately assess the impact of the increased pacing threshold outputs to accurately assess the longevity. This device was explanted and successfully replaced due to therapy upgrade. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error 1005 had been recorded while device was implanted. Diagnostic data spreadsheet graph showed a cell depletion pattern that is consistent with normal battery depletion. An x-ray of the device revealed an intact plasma fuse. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The "no problem detected" conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this cardiac resynchronization therapy defibrillator (crt-d). The battery longevity projection fell from 6 years to 4.5 remaining after a recent reprogramming of the device to increase pacing threshold values. Boston scientific technical services (ts) reviewed the data and noted that the device requires approximately 30 days of data to accurately assess the impact of the increased pacing threshold outputs to accurately assess the longevity. This device was explanted and successfully replaced. No additional adverse patient effects were reported. The complaint device was not returned; therefore, product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use).